Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacy employee reported that during the progression of the implant, in the cartridge. Pusher went over the implant which damaged the lens and impossible to use. Additional information has been requested and received.